Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial subsidence and loosening at cement/implant interface, and an undersized, notched femur. Loosening of the patella, osteolysis and poly wear of the insert were also reported. The cement used in the primary surgery is unknown. It was reported that the patient has lupus.